Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 442c06, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. No additional information can be provided.